Event description:
An accu tni sample with a 0.51 ng/ml result was reported out of the lab. The sample was repeated the next day during an internal comparison study the customer was performing. The sample was re-spun and retested with an accu tni result of 0.02 ng/ml. There has been no change to the pt treatment due to this event.